Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited low sensing; all other electrical measurements were stable and in range. The device was reprogrammed. The patient's condition was good.